Event description:
The following info concerning the event was copied from an e-mail from our distributor, and the mda adverse incident report from the medicines and healthcare products regulatory agency that they had received from fisher & paykel (manufacturer of the humidifier involved in the incident). "I have received a faulty circuit from fisher & paykel that is part of a mhra adverse incident. The incident was reported by the hospital, the heated wire in the circuit near to the 2 pin plug has melted. Both the humidifier and the heater wire have been tested by fisher & paykel and found to be in good working order. Heater wire of attached infant flow circuit (from viasys possible lot number nhr02081 or hmr01811 was noticed to have melted and emitted a burning smell. Melted section of heater wire is approx 10cm in length and can be seen on the attached photograph.

Manufacturer narrative:
Incident occured at; another country's hospital. The foreign user facility did not submit a user facility report to the MFR. The following info concerning the evaluation of the device was copied from the failure investigation report completed by the cardinal health failure analysis lab tech once the evaluation was complete. Analysis; "inspected heater wire found that there were small cuts on the insulation exposing the resistance wire just above where the heater wire stopped melting. I was unable to verify if the cuts were made prior to the reported issue in the complaint. Removed the melted and damaged insulation from the affected areas. Inspected the cuts on the wiring and discovered that copper wiring in had come apart on one of the wires in the heater wire. There were no signs of burning or melting around where the wires had come apart. This could have some factor in the reported issue in the complaint. Removed insulations from the wires around the connecter found that the resistance wire that had separted had more discoloration then the other resistance wire. Most likely cause of the reported issue was the damaged wire shorted causing the cause an over current issue with lead to the insulation melting off the heater wire." Findings; "visually verified that issue in the complaint. Most likely cause of the reported issue was the damaged wire shorted causing an over current issue which lead to the insulation melting off the heater wire. Unable to determine cause of the initial damage." Cardinal health has queried their complaint system and has not found any similar events. Thus, cardinal health considers this to be an isolated incident.